Event description:
It was reported that the customer had high blood glucose levels of over 500 mg/dl. The customer treated with a manual insulin injection. The mother of the customer also reported that the customer had ketones. The customer reported that the insulin pump alarmed no delivery several times. Troubleshooting was done but not completed because the infusion set was removed from the customer's body and the cause of the occlusion could not be determined. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)